Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for right atrial tachycardia (at-right) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade that required of pericardiocentesis. During ablation phase, pericardial effusion was noticed confirmed with transthoracic echo. Pericardiocentesis was performed to remove the fluid from pericardium. The patient required of an overnight observation post-pericardiocentesis. The patient fully recovered. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no patient factors cited that may have contributed to the adverse event. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a baylis rf transseptal needle and a cordis 9 french sheath. Generator parameters at the time of injury included power control mode at 35-38 watts. Power was not titrated during ablation. Overall ablation time at the site of injury was 90 seconds approximately. The last ablation cycle time at the site of injury was of 45 seconds. Patient received anticoagulant (unknown) during the procedure, the activated clotting time (act) is not available.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 7/23/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The lot # was verified off of the product received, as such lot has been populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported that a 59-year-old female patient underwent an ablation procedure for right atrial tachycardia (at-right) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade that required of pericardiocentesis. The patient fully recovered. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no patient factors cited that may have contributed to the adverse event. There were no issues or errors reported on any bwi products or equipment during the procedure. Product evaluation details: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. Electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, irrigation and deflection tests were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).